Event description:
A pt had had an insertion of a s/p swan-ganz catheter into the left subclavian vein that was stuck inside the vein. Attempts at retrieval over a guide wire resulted in breakage of the catheter and residual fragment that remained stuck in the vein. Initial fluoroscopy showed catheter fragment and a guidewire within the left infraclavicular region. A snare was introduced until it reached the catheter fragment. It was engaged by the snare. Upon retraction, the snare broke off but remained within the vein. Another snare of smaller size was introduced. The first snare was retrieved and then the catheter fragment was retrieved. The procedure was completed with no complications.